Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "clogged/blocked needle". Productcomplaint- bd safety glide: ref: (B)(4). Lot: unknown. Issue: clogged/blocked needle. Facility: cvs # (B)(4). (B)(6). Doe: unknown happening for a couple months. Pt impact: no pt harm. Samples not available.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.